Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose (bg) of 459-460 mg/dl with 21-22 mg/dl ketones. The customer's father administered a manual injection to the customer to address bg. The suspected cause for customer's bg was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management.